Event description:
The patient reported the first of these devices was defective and had to be replaced, and was still experiencing leaking with the second device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).